Event description:
Two days after a lead revision (see MFR's report # 3004209178-2009-05652), the pt wasn't feeling any stimulation except for feeling of pain on the left side of his head a the lead site. The physician had the pt turn the implantable neurostimulator (ins) off for 10 days. When they turned it back on, the pt had no stimulation and they got a por (power on reset) message; the pt had a CT scan during the 10 days that the ins was turned off. Impedance measurements were normal. All different electrode combinations were tried during reprogramming and the pt did not get stimulation; when the ins reached 1.5 volts, the pt just got a cramping feeling in his head. When the ins was off, there was no pain. An x-ray was taken and the lead was "still placed good". Palpating did not cause the stimulation to change; they tried palpating the lead and extension site and the extension and ins site and it did not reproduce anything. It was noted that when the pt's original lead was placed, it was placed horizontal from left to right. When the current lead was implanted, they placed it midline with the lead going off to the left side so that they had more electrodes to stimulate the nerve; the pt was receiving peripheral nerve stimulation at the back of his head near c1. A revision was planned; it was unclear if it had been done at the time of this report. The pt outcome was reported as "no injury".

Manufacturer narrative:
(B) (4)